Event description:
The service report shows the audible alarm failed to activate as anticipated. The nellcor puritan-bennett customer support engineer verified the failure to alarm. The failure could be intermittently duplicated when the wiring harness of the alarm assembly was manipulated. The audible alarm assembly was replaced. The alarm functions were noted to be corrected after this replacement was performed. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.